Manufacturer narrative:
(B)(4)

Event description:
It was reported the screw broke during surgery. A backup device was readily available. There were no patient injuries reported.

Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw returned. The product is used. The procedure was only listed as ¿surgery¿. Dimensional inspection verifies that this is an 8x25mm product. It is a year old. The head and body of the screw are in good condition. The damage is at the distal tip. There is approximately 1.83mm material missing due to a fracture. This piece was not returned. A fracture indicates force was placed upon the implant. No surgical details were included. It is unknown whether prep recommendations were followed. It is unknown whether the IFU warning was followed: ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. The complaint indicated that the screw broke during surgery no further investigation is warranted. No root cause determined.